Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 10 2015, the lay user/patient contacted lifescan (lfs) alleging that the ok button on her onetouch ultra2 meter was unresponsive. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred between "12:00 and 01:00pm" on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin pills in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2015 between "12:00 and 01:00pm" she was treated by a healthcare professional (hcp) in a doctor's office with glucose tablets/gel and had her blood glucose tested on a clinic meter which gave a result of "almost 300mg/dl". During troubleshooting the cca noted that there was no apparent misuse of the meter and that it was an intermittent issue. The issue was unable to be resolved with training. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing; the reported issue could not be confirmed. However a secondary issue was noted; the meter displays error 1 when powered on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.